Event description:
It was reported by service report that the customer alleged that the right siderail would not remain latched due to a malfunctioned latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.